Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and on (B)(6) 2004 and on (B)(6) 2006 and a mesh and advantage slings were implanted. It was not clarified which product was implanted on which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted, due to urodynamic stress incontinence, detrusor overactivity, incontinence, and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary incontinence, urinary frequency, nocturia, and diarrhea.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary incontinence, urinary frequency, nocturia, and diarrhea.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent abdominal sacrocolpopexy, bladder biopsy and release and partial excision of sling (B)(6) 2004. On (B)(6) 2006, the patient underwent implantation of advantage sling.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004. The patient also underwent implantation of advantage sling to treat ongoing stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05270. The same patient is represented in each medwatch.